Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2014 with the following findings: there was no evidence of short battery life observed in the black box history. Current electrical draws were within specifications. The returned battery cap was able to fully tighten to the pump and powered on with no battery issues duplicated. The pump case was removed and no evidence of moisture or loose components were observed internally.